Event description:
Same case as mfg report 2134265-2011-05704. It was reported that during an unspecified treatment procedure the catheter became stuck on a guide wire. It was reported that following deployment of a wallstent, the device became stuck on the amplatz guide wire. There were no reported patient injuries or complications. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Event description:
Same case as mfg report 2134265-2011-05704. It was reported that during an unspecified treatment procedure, the catheter became stuck on a guide wire. It was reported that following deployment of a wallstent, the device became stuck on the amplatz guide wire. There were no reported patient injuries or complications. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: device was received without its original pouch. Device presents peeled coating along the body and distal tip presents a kink. The entire length of the wire was examined and anomalies were observed. It was observed that the coating was severely scrapped (peeled) along the entire body and the distal end section slightly elongated. Device presents a kink at 8 cm from the distal end section, measured using the calibrated steel ruler. The device appears to have been in contact with a sharp or metal object. The outer diameter of the device showed damage. The outer diameter of the device was measured with a calibrated micrometer and the guide wire was within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).